Event description:
During implant procedure, the physician was applying the suture sleeve when it snapped. The left ventricle (lv) lead was removed as procedural damage was noted. A new lv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis of production records completed. No device problem found.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed the optim insulation damage consistent with suture sleeve tie down forces. The suture sleeve was cut and separated. A scanning electron microscope evaluation of the surface of the cut revealed damages that were consistent with procedural damage. Dimensional analysis revealed the suture sleeve measured within specification. The cause of the reported event was isolated to damages occurring at the time of the procedure.